Event description:
A report was received that the patient was experiencing pain at the upper thoracic area. The physician believed that the pain was not device related but due to muscle tightening as how the patients body healed from the midline incision and cutting through the muscle. The patient underwent a revision procedure wherein two new leads were added.